Event description:
The complainant reported a 35-year-old female patient in an acute myocardial infarction / cardiogenic shock and was implanted with an impella cp device for mechanical circulatory support. During impella support, the impella stopped unexpectedly and multiple attempts to restart failed; therefore, the impella was disconnected. The patient is stable on ECMO support and was prepared for impella 5.5 upgrade.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the pump stop has been completed. Clinical details states that the impella stopped unexpectedly, multiple attempts to restart failed. Pump stopped on day 11 which is beyond the cp indication for use. No additional details were provided. No product or data logs were returned for analysis. Although the pump was used beyond the indicated time frame, the exact root cause of the pump stop was not determined.